Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During mapping, the lp was being repositioned when it was still attached to some endocardium resulting in a stretched helix. The lp was exchanged. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.